Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The customer stated that he is getting a lot of air bubbles after using the mio. The customer noticed the bubbles in line so he pulled out the reservoir and there are air bubbles in the reservoir as well. The customer stated that the approximate sizes of the air bubbles are larger than carbonation size. The customer was advised to deliver a 5 unit fixed prime until air bubbles are no longer visible. The customer stated that insulin was not stored at room temperature. The customer will be sent replacement set and reservoir.